Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation confirmed that the device failed the leak test from the bending section and insertion part. The distal end cap (c-cover) was cracked and dented. The angulation wire stopper found in the control unit was found detached. The device was serviced and returned to the user facility. The investigation is still ongoing, and this report will be supplemented when new and relevant information is received later.

Event description:
The user facility reported that the device failed the air/water leakage test from the distal end. No patient or user injury reported. This MDR is being submitted based on the evaluation findings on the returned device. The evaluation found that the coating on the external surface of the insertion tube was peeling off.

Manufacturer narrative:
Correction: g2 (other, germany). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The results of device inspection confirmed that the coating at the insertion section of the unit was peeled off. Based upon this information, the cause was presumed to be physical stress, chemical stress, storage environment, etc. The instructions for use (IFU) warns regarding physical stress, the reprocessing process and storage environment for the device. The user is able to detect the suggested event appropriately by handling the device in accordance with the following IFU: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user is able to reduce/prevent the occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." The IFU further states: "warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." Olympus will continue to monitor field performance for this device.